Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of watchdog timeout, audio anomaly, blank display and battery out limit alarm from the insulin pump. The customer's blood glucose reading was 135 mg/dl. The customer stated that her pump was dropped and it gave her a program alarm anomaly and a solid beep. The customer removed the battery to silence the sound. The customer stated that there was a blank display. The customer was advised to insert new (B)(6) alkaline battery. The customer stated that the display did not return. The customer was advised to leave the battery out for 2 hours and call back to troubleshoot.